Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. The evaluation found that the outer sheath was loose and buckled. In addition, it was observed that the probe broke at the distal tip. The device was sent to the original equipment manufacturer (OEM) for further investigation. The OEM investigation confirmed the reported event of distal tip break. OEM found a crack on the probe 16.5mm from the distal tip which originated from the inside of the curve. It is believed that the cause of the probe breakage could be that the tip may have come in contact with metal and exacerbated the crack which subsequently caused the tip to break.

Event description:
Olympus was informed that during an unspecified procedure, while using a demo device, the tip of the probe broke off. There was no patient injury reported. No additional information was provided.